Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075126. Medical device expiration date: 2023-07-01. Device manufacture date: 2020-06-29. Medical device lot #: 20026493. Medical device expiration date: 2023-02-18. Device manufacture date: 2020-02-18. Medical device lot #: 20105847. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. Medical device lot #: 20075124. Medical device expiration date: 2023-07-01. Device manufacture date: 2020-06-29. Medical device lot #: 20086840. Medical device expiration date: 2023-08-20. Device manufacture date: 2020-08-15. Medical device lot #: 20086841. Medical device expiration date: 2023-08-20. Device manufacture date: 2020-08-15. Medical device lot #: 20096797. Medical device expiration date: 2023-09-21. Device manufacture date: 2020-09-19. Medical device lot #: 19095571. Medical device expiration date: 2022-09-09. Device manufacture date: 2019-09-06 medical device lot #: 20105914. Medical device expiration date: 2023-10-08. Device manufacture date: 2020-10-06. Medical device lot #: 19106241. Medical device expiration date: 2022-10-22. Device manufacture date: 2019-10-15. Medical device lot #: 19046304. Medical device expiration date: 2022-04-17. Device manufacture date: 2019-04-13. Medical device lot #: 19095563. Medical device expiration date: 2022-09-06. Device manufacture date: 2019-09-06. Medical device lot #: 20075125. Medical device expiration date: 2023-07-01. Device manufacture date: 2020-06-29. Medical device lot #: 20115719. Medical device expiration date: 2023-11-04. Device manufacture date: 2020-11-04. Medical device lot #: 20115722. Medical device expiration date: 2023-11-05. Device manufacture date: 2020-11-04. Medical device lot #: 20105848. Medical device expiration date: 2023-10-07. Device manufacture date: 2020-10-06. Investigation summary: the customer reported widespread leakage in their model # 2202-0007 tubing sets, and returned 208 unused samples in original packaging. Despite the lot number being unknown, there were 16 different lot #s included, all of which had chc and DHR run. All lot #s despite 20115719 were 100% tested for loose connections in the tubing. Priming of the tubing found no issues. Sample size was applied for lot #20115719 and 59 samples were tested. There was one failure in lot #20115719 where the filter outlet had broken off while in the bag. The root cause for this is unknown. Samples were tested by priming with blue dye fluid and manipulating the connections in order to find any weak or loose connections. The customer complaint of leakage was verified by the filter in lot #20115719.

Event description:
It was reported that the as lvp 20d 1.2m tubing leaked. This event occurred at least 7 times in lot 20075126, 4 times in lot 20026493, 7 times in lot 20105847, twice in lot 20075124, 5 times in lot 20086840, once in lot 20086841, 9 times in lot 20096797, 3 times in lot 19095571, 4 times in lot 20105914, 5 times in lot 19106241, 4 times in lot 19046304, 6 times in lot 19095563, 4 times in lot 20075125, 79 times in lot 20115719, 45 times in lot 20115722, and 23 times in lot 20105848. The following information was provided by the initial reporter: "due to many failures of tubing leaking we removed all product off our shelves"